Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cervical spine procedure. It was reported that one led light of the active sharp probe was not visible. Magnitude and direction of inaccuracy was reported to be 2-3mm upward shift. The procedure was completed successfully by using a passive probe instead. There was a reported delay of less than one hour. There is no known impact on patient outcome. Additional information was received. It was reported that the cause was unknown, but it was suspected to be due to a fracture in the cable.